Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use of the bd vacutainer® z blood collection tubes the tube breaks at the at the level of the corks. Foreign complaint the following information was provided by the initial reporter, translated from french to english: we still have problems with the vacutainers, they break at the level of the corks and the use that we make of them that is to say to heat them at 100 ° c makes jump the plugs in our water bath with the risk of contaminate the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® z blood collection tubes the tube breaks at the at the level of the corks. Foreign complaint the following information was provided by the initial reporter, translated from french to english: we still have problems with the vacutainers, they break at the level of the corks and the use that we make of them that is to say to heat them at 100° c makes jump the plugs in our water bath with the risk of contaminate the device.